Manufacturer narrative:
The reported event of inability to communication via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. Technical support assisted with resetting the device¿s ble, and the device was recovered successfully.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not connect to the merlin application. It was determined that the ICD exhibited a bluetooth malfunction. The patient was brought into the clinic on (B)(6) 2021 and the bluetooth telemetry was re-enabled. The patient was in stable condition.